Manufacturer narrative:
.

Event description:
It was reported that the patient had one small spot on the ins pocket that was very slow to heal postoperatively, so the hcp continued the patient on antibiotics. The patient was reprogrammed and noted that over the last several weeks she had enough drainage from the unhealed area to require a dressing. When the patient contacted the on-call physician due to the drainage, the patient was restarted on antibiotics. The patient's daughter reported that the patient had four courses of antibiotics, but was never febrile. On the day of the event, the hcp was anticipating just excising the draining area, but when he opened the ins pocket it was "full of pus and liquid infection." The patient underwent total device system explant. Additional information has been requested from the hcp, but was not available as of the date of this report. A follow-up report will be sent if additional information is received.